Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily tortuous, moderately calcified, 99% stenosed lesion in the proximal to mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0 x 12 mm rx trek balloon dilatation catheter (bdc) and a 2.75 x 38 mm non-abbott stent was deployed. The 3.0 x 15 mm nc trek bdc was then advanced for post-dilatation, however the bdc met resistance due to the tortuous anatomy and got caught inside of the deployed stent; however the bdc still crossed the lesion. When the balloon catheter was inflated for the first time, the balloon ruptured at 8 atmospheres. The bdc was removed without issue and was replaced with a non-abbott bdc for further post-dilation. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.